Manufacturer narrative:
(B)(4). Batch # r58e3e. Device evaluation: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a pneumonectomy, the jaws did not open when a nurse intended to open after the device was passed from the surgeon. The device was used on the lung at the 1st firing. The issue was not resolved though the knife reverse switch was used. Another device was used to complete the case. There were no adverse consequences to the patient.